Manufacturer narrative:
The device was returned to olympus without any initial allegation, however, during device evaluation minor scratches on distal edge was found. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A device history record (DHR) review found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited minor scratches on the distal edge. There was no patient involvement.